Event description:
It was reported that the burr detached and was stuck in the lesion, requiring additional intervention. The target lesion was located in the calcified mid and distal right circumflex artery. A 1.25mm rotapro was selected for rotablation. During the procedure, when an additional polish run was performed, the rotapro burr got detached in the mid medial stenosis and was stuck. The rotapro system was withdrawn leaving the rotawire in position. It was not possible to move the drill head by pulling on the rotawire. A second guidewire was placed parallel to rotawire and nc balloon was placed immediately distal to burr and cracked medial calcium stenosis. A non-bsc catheter was placed proximal to tip by inchworming to hold both wires. The drill head was pulled into this catheter and recovered by pulling on the rotawire. Procedure was completed successfully, and no further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. The system was returned with the burr catheter connected to the advancer. The burr was found to be detached. The rotawire used in the procedure was returned which contained the detached burr to the rotapro system. Visual inspection of the device found that the coil was detached at the burr indicating a tensile force separation. Microscope inspection of the device found that the annulus was damaged. A portion of the coil remained within the burr. Product analysis confirmed the reported events as the coil and burr were detached, and the annulus was damaged. Based on the severity and nature of the detached coil indicated tensile force was applied to the device.

Event description:
It was reported that the burr detached and was stuck in the lesion, requiring additional intervention. The target lesion was located in the calcified mid and distal right circumflex artery. A 1.25mm rotapro was selected for rotablation. During the procedure, when an additional polish run was performed, the rotapro burr got detached in the mid medial stenosis and was stuck. The rotapro system was withdrawn leaving the rotawire in position. It was not possible to move the drill head by pulling on the rotawire. A second guidewire was placed parallel to rotawire and nc balloon was placed immediately distal to burr and cracked medial calcium stenosis. A non-bsc catheter was placed proximal to tip by inchworming to hold both wires. The drill head was pulled into this catheter and recovered by pulling on the rotawire. Procedure was completed successfully, and no further patient complications were reported.